Event description:
It was reported that two inappropriate shocks were delivered involving this device. During a follow up the physician attempted to reproduced artifacts in different positions, but it was not possible. Device therapy was turned off to determine next steps. A review of the case by technical services (ts) noted that the device recorded two untreated and three treated episodes with one inappropriate shock in each treated episode. The episodes show non physiological artifacts as well as a drop in cardiac signal amplitude. Ts discussed recommendations and troubleshooting steps, and noted that the secondary sensing vector showed eligible sensing qualities. It was noted that the physician had performed manipulations in the primary sensing vector and was not able to reproduce the reported clinical observations. At this time the device remains implanted. No adverse patient effects were reported.